Manufacturer narrative:
Follow-up: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. There is no indication that the damaged electrode belt caused or contributed to the patient's passing. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned from the field and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 2/12/2018. Electrode belt: 6/14/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home with her daughter present at the time of passing. The patient was reportedly unconscious prior to passing. Review of the patient's download data revealed that the patient had experienced a treatment event from the lifevest. At 12:42:32 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the event was ventricular fibrillation (vf) and the post-shock rhythm was vf. At 12:43:03 pm, the patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 12:43:31 pm the patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at40 bpm with nsvt degrading to vf. At 12:43:57 pm, the patient received a fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 12:44:24 pm, the patient received the fifth treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 12:55:38 pm, the lifevest detected asystole with CPR and motion artifact. The response buttons were pressed from 12:59:05 pm and 12:59:08 pm. It is unknown who was pressing the response buttons. At 1:00:00 pm the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, the post-shock rhythm was asystole with CPR and motion artifact. At 1:00:29 pm the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, the post-shock rhythm was asystole with CPR and motion artifact. CPR and motion artifact contributed to the false detection. It was reported that ems was called and resuscitation was attempted on the patient. The patient was taken to the hospital after the event and passed away on (B)(6) 2019.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned from the field and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 2/12/2018, electrode belt: 6/14/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home with her daughter present at the time of passing. The patient was reportedly unconscious prior to passing. Review of the patient's download data revealed that the patient had experienced a treatment event from the lifevest. At 12:42:32 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the event was ventricular fibrillation (vf) and the post-shock rhythm was vf. At 12:43:03 pm, the patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 12:43:31 pm the patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at40 bpm with nsvt degrading to vf. At 12:43:57 pm, the patient received a fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 12:44:24 pm, the patient received the fifth treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 12:55:38 pm, the lifevest detected asystole with CPR and motion artifact. The response buttons were pressed from 12:59:05 pm and 12:59:08 pm. It is unknown who was pressing the response buttons. At 1:00:00 pm the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, the post-shock rhythm was asystole with CPR and motion artifact. At 1:00:29 pm the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, the post-shock rhythm was asystole with CPR and motion artifact. CPR and motion artifact contributed to the false detection. It was reported that ems was called and resuscitation was attempted on the patient. The patient was taken to the hospital after the event and passed away on (B)(6) 2019.